Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. X-ray was received and the review identified extensive osteolysis surrounding the femoral component. There is marked thinning of the femoral cortex and the femoral component is loose. There is also evidence of a relatively small amount of abnormal lucency along the lateral aspect of the acetabular component without evidence of loosening. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation; due to the device being discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported patient's hip was revised on unknown date due to loosening of the femoral stem. Attempts have been made and additional information on the reported event is unavailable at this time.